Manufacturer narrative:
On 27-feb-2024, bwi received additional information indicating the complaint device's lot number of 31141298m. Section d4 has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 5-mar-2024, the product investigation was updated with the manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31141298m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure which included the use of webster® cs ez steer catheter experienced cardiac tamponade and required surgical intervention. It was reported the medical team placed the cs (coronary sinus) catheter, and after placing it they did the puncture from the right to the left. They then used 2 sheaths in which they placed the pentaray and qdot catheters, but they think the "first puncture on the left side has been tamponade of the wire from a box." They then made a map of the left atrium because the patient was on at (atrial tachycardia). Because the blood pressure was very low, they looked at the echo (echocardiogram) with the transesophageal echocardiogram (tee) and saw the tamponade. Because the blood pressure was too low they started to reanimate the patient. All the product were extracted from the heart, and did a ep (electrophysiology) cardio puncture in the form of a pericardiocentesis. The medical team extracted the fluid of the heart from the outside, and because the patient was still bleeding from the outside, the patient has been going to the operating room. This adverse event is being captured on the webster® cs ez steer catheter. This is because no ablation was performed, only mapping and placement of the cs (coronary sinus) catheter. The placement of the cs catheter appeared to have been prior to the transseptal puncture and the adverse event, thus the possibility of it contributing to this adverse event cannot be excluded.